Event description:
A customer contacted beckman coulter inc. (Bci) regarding troponin (accu tni) results, within the risk stratification range, generated by the access instrument for one patient that were discordant to point of care (poc) results. Two samples of an ER patient were tested for troponin by point of care (poc) and two results of "<0.05ng/ml, negative" were obtained. The patient was admitted to the ICU and drawn twice and run for accu tni on the access instrument and results were 0.11ng/ml and 0.17ng/ml, respectively. The physician performed an angiogram which indicated no cardiac issue. The lab then re-ran both draws on a different instrument and the 1st sample gave 2 results of 0.11ng/ml, and the second sample gave 2 results of 0.21ng/ml. The patient was treated based on the results obtained in this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System checks performed on (B)(6) 2009 met specifications. The samples were collected in 6.6ml lithium heparin tubes and were centrifuged for 10 minutes. The specimens were re-centrifuged prior to repeat analysis. The customer had no issues with other assays and no events were posted to the event log. Bci offered service which customer declined. The root cause of this event is unknown and unknowable. A malfunction will be assumed for the purpose of this report. (B)(4).